Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that changes in pacing impedance measurements and a loss of capture (loc) was observed on this right atrial (ra) lead. It was later discovered the patient had fallen, which correlated with the changes in impedances and loc. And was concluded that the lead had dislodged. A lead revision was performed. A new lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the completed lead was performed. Visual inspection showed dried body tissue entwined in the helix. Analysis could not confirm anything visually wrong with the lead that would cause a dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.